Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and power loss alarm. Customer was hospitalized due to high blood glucose on (B)(6) 2020. Customer¿s blood glucose level was 550 mg/dl. Customer reported that she was hospitalized and haven't used the insulin pump for 5 days and got pump error. Customer treated with shot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.